Event description:
(B) (4). Same case as MFR ID#: 2134265-2010-02001, 2134265-2010-02017. It was reported that following a carotid artery stenting treatment procedure, the patient experienced bradycardia. The 80% stenosed and 20mm long target lesion was located in the ostium of the left internal carotid artery with a reference vessel diameter of 6mm. The first attempt to place a filterwire ez 190cm embolic protection system was unsuccessful as the tip of the device was found to be damaged upon introduction. A second filterwire ez 190cm embolic protection system was successfully deployed followed by placement of a carotid wallstent mr 10x24,5.9f,135cm the stent was post dilated resulting in 0% residual stenosis. The same day after the index procedure, the patient developed bradycardia. The event was treated with medication and considered resolved without residual effects, and the patient was discharged the next day. Per the physician, the relationship of the carotid wallstent and both of the filtewires to the event is 'probable'.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).